Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed on the exposed portion of the soft cannula at the formed needle tip, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Cracks were observed on the top housing. The timing and cause of the observed housing cracks could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 370 mg/dl. The pod was reportedly leaking while worn on the arm for between 49 and 71 hours.